Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert was received showing multiple episode of inappropriate automatic mode switching on the device. Patient was presyncopal and noted to be generally not feeling well. Review of the stored egms noted ventricular loss of capture. No further information.